Event description:
It was reported that a cartridge change error intermittently occurred. Additionally, it was reported that a minimum fill notification occurred. Customer¿s blood glucose level was 299 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.